Event description:
It was reported that the device exhibited an air in line alarm. Per reporter, they instructed the patient to acknowledge the alarm and restart the pump. The pump continued to alarm. They had the patient clamp the tubing, unlock the cassette and check for air in line. Air was present. Tubing was massaged. The reporter noted that they instructed the patient to power the pump off and restart the pump several times, but the pump continued to alarm. The patient was instructed to turn the pump off and call the clinic. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.